Manufacturer narrative:
This report is supplemented to correct a previously submitted report. Correction is being made to previously submitted g3 date received by manufacturer, which was not late. The correct date was 01/15/2026. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the reportable event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects present on the nozzle. There was no patient involvement.